Event description:
Customer called to report a problem with his pod. His bg numbers were running high. Customer mentioned that when he had filled his pod with insulin, he heard a clicking sound. The customer's bg varied between 264 and 376 until he deactivated the pod. Customer felt that the pod seemed to be delivering some insulin, but did not think it was delivering the entire amount. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.